Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a por (power on reset). The therapy has stopped due to the por. The ins won't turn off or on with the patient programmer. They were not feeling well and when they checked the patient programmer it showed an informational por message. It was stated the patient falls 3-4 times a week. The por was cleared and they were able to turn off and on. No further complications were reported as a result of this event.